Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery charger problem and charger faults) was due to a component on the bedside board being internally shorted. Additionally, there was contamination found on the battery board pca. The root cause of the shorted component was unable to be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had battery/charger faults and a battery charger problem.